Manufacturer narrative:
Continued trouble shooting was completed with tandem clinical support and the pump was replaced.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
Customer responded to tandem's multiple follow up attempts on ( B)(6) 2026 and provided the troubleshooting for the ongoing occlusions since. B5 and b3 updated.

Event description:
It was reported the occlusion alarms occurred. There was no reported adverse impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.